Event description:
It was reported that during a revision the straight screwdriver tip broke. Tip was found and removed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a revision, the straight screwdriver tip broke. Tip was found and removed.

Manufacturer narrative:
There were no reported discrepancies for the referenced lot and there have been no similar reported events for the same lot number. The device was returned and a visual and material analysis was performed concluding that: the universal screwdriver fractured from a ductile shear overload due to rotation in a right-handed direction. The eds spectrum of the material was consistent with a custom 455 stainless steel alloy. No material or manufacturing defects were observed on the fracture surfaces examined. The investigation concluded that the device fractured due to an overload condition caused by the user. The reported event regarding a fractured trident driver shaft was confirmed.